Event description:
A pt reported blood glucose results of "122 mg/dl, 206 mg/dl, and 131 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. No injury or harm was alleged. Based on the information supplied by the pt, there is an indication that the product malfunctioned; however, there is no indication that the pt suffered a serious injury. A replacement meter is being sent.